Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented for a device interrogation after receiving multiple shocks from the cardiac resynchronization therapy defibrillator (crt-d) due to ventricular fibrillation (vf). Upon interrogation a code displayed which indicated the device had a charge time greater than 45 seconds. Boston scientific technical services (ts) was consulted and had the field representative perform a manual capacitory reform which also displayed a charge time of greater than 45 seconds. Upon review the field representative noted that the charge time was 35.5 seconds two days prior and the day prior it had exceeded the charge time limit of 45 seconds. The device was explanted and replaced as it had reached elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of memory noted that eri and eol were set on the same day due to charge times. Further review noted the device recorded 82 high voltage charges in a four day period leading up to the day that eri and eol were set. Analysis noted that the normal eri to eol interval is only good for 10 lifetime shocks. Manual electrical test of the rv pacing output noted normal pacing and sensing. The charge timeouts noted were due to the multiple shocks delivered over a short period of time. Even the programmed parameters and other data stored within the memory of the device, we have concluded that this device experienced normal battery depletion.